Manufacturer narrative:
Per tandem's t:flex user guide: "only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. Reportedly, the cartridge was used with u-500 insulin. The user's blood glucose level was 168 mg/dl. The user successfully loaded a new cartridge.